Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within range on the day the event occurred. A ccc specialist reviewed the process errors which indicated multiple "aliquot probe: bad sample detected" process errors. Per the ccc specialist's instructions, the customer cleaned the aliquot probe ionizing fan, probe tip bracket, the aliquot drain and housing. The cause of the discordant, falsely low glucose (glu) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result wast reported to the physician(s), who questioned it. The sample was repeated on an alternate dimension vista instrument, resulting higher and as expected for the patient. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.